Manufacturer narrative:
By checking the dhrs of the involved lot#s, no anomaly was found. This is the first and only complaint received with these lot#s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to pain and loss of range of motion of the prosthetic hip performed on the (B)(6) 2019 upon removal, it was noted that the 28mm head 5010.42.281 lot #1282608 inside the 54mm poly liner (not marked in USA) was not moving well. The met cup and dual mobility head was removed, and a competitor's cup with 36mm liner was implanted along with a lima 36mm ceramic revision head. Primary surgery was performed on (B)(6) 2014. Event occurred in (B)(6).

Manufacturer narrative:
Check of DHR by checking the manufacturing charts of the involved lot#s, no pre-existing anomaly was detected on: 30 fem. Modular head - s ø28mm 5010.42.281 manufactured with lot#1282608 - ster. 1300004. This is the first and only complaint received with this lot#. Xrays analysis: we received pre-revision xrays dated (B)(6) 2019 and sent them to the medical consultant together with pictures of the explants for analysis. Following, his opinion is reported: "primary implantation is correct, the explants do not show clear failures. The patient clearly is obese: after 5 yrs of implantation a marked wear of poly may be expected.. If the surgeon indicates there was none I have to believe it. Only thorough investigation of the material may provide additional information. According with the medical expert, investigation of the material would be necessary to investigate the root cause of the event. However,it is highlighted how the obesity of the patient could have influenced the failure of the prosthesis. Stating that all the components were up to specifications when manufactured , no further complaints were received on these lot#s. And considering that in the lima instruction for use, it is clearly stated that obesity is a risk factor, we can hypothesize that the event is due to patinet condition. Event not product related. Pms data: based on our pms data, we are aware of only 3 cases of revision due to loss of mobility between lima modular head and lima mobile liner, with an occurrence rate of 0.24%. No corrective action was implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery due to pain and loss of range of motion of the prosthetic hip performed on (B)(6) 2019. Upon removal, it was noted that the 28mm head 5010.42.281 lot #1282608 inside the 54mm poly liner (not marked in USA) was not moving well. The met cup and dual mobility head were removed, and a competitor's cup with 36mm liner was implanted along with a lima 36mm ceramic revision head. Patient was 140 kg. Primary surgery was performed on (B)(6) 2014. Event occurred in australia.